Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). Concomitant medical products: guide wire: runthrough, guiding catheter: heartrail, stent: 3.5mm synergy. The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The tenku dilation catheter device is an (B)(4) manufactured device which is distributed in by (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during the procedure to treat a concentric, moderately calcified, 90% stenosed de novo, 20mm-long lesion in the moderately tortuous, 3.5-mm diameter distal right coronary artery (rca), a 3.0x12 nc tenku rx balloon dilatation catheter (bdc) was unpackaged without issue, then was soaked and prepped via air aspiration outside of patient anatomy without issue. The 3.0x12 nc tenku rx bdc was then advanced without resistance over a non-abbott guide wire and through a non-abbott guiding catheter to post-dilate a deployed 3.5mm non-abbott stent. The 3.0x12 nc tenku rx balloon was inflated once to 14 atmospheres (atm). When inflating the 3.0x12 nc tenku rx balloon a 2nd time, the balloon ruptured at 14 atm, and loss of gauge pressure was noted. The 3.0x12 nc tenku rx bdc was withdrawn without resistance and post-dilatation was completed using a 3.0x12 non-compliant, non-abbott balloon. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.